Event description:
After the successful coil embolization procedure of the anterior cerebral artery (aca) aneurysm, the patient¿s condition had worsened. The patient subsequently expired. The cause and the date of death are unknown. No other information was provided.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.